Event description:
A female customer reported that her bottle of complete multi-purpose solution easy rub formula leaked so that when she turned the bottle up-side down to fill the lens case the solution not only came out of the tip, but out from between the cap and the neck as well. No medical adverse event occurred. The complaint unit was reportedly returned, but has not been received.

Manufacturer narrative:
Visual and functional evaluations of a retained unit of the reported lot used by the consumer have been requested, as well as a review of the manufacturing records for lot# ae03636, including all production processes: compounding, filling, and packaging processes. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the results of analysis, we have been unable to determine the relationship. Analysis of a retained unit of the reported lot is ongoing. Root cause has not been established.